Event description:
A pt reported blood glucose results of 5.7mmol/l, 12.4mmol/l and 14.7mmol/l with a lifescan meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11mmol/l, thereby, indicating a potential malfunction of the meter in terms of precision. A check strip test was performed and the result fell within specs. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.